Manufacturer narrative:
There was no patient involvement. The heater/cooler 16-02-80 is not distributed in the USA, but it is similar to heater/cooler 16-02-85, which is distributed in the USA (510k#: k052601). Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). (B)(4). Sorin group (B)(4) received a report that the temperature display of the sorin heater-cooler system 3t showed incorrect temperature values on the patient side. This issue was discovered by a sorin representative during repair and therefore there was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the temperature display of the sorin heater-cooler system 3t showed incorrect temperature values on the patient side. This issue was discovered by a sorin representative during repair and therefore there was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) received a report that the temperature display of the sorin heater-cooler system 3t showed incorrect temperature values on the patient side. This issue was discovered by a sorin representative during repair and therefore there was no patient involvement. While at the facility, the service representative cleaned the connections and tested the unit. No further issues were found and the unit functioned according to specification. The investigation is still ongoing. A follow-up report will be sent when the investigation is complete. Evaluated on site by sorin service rep.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the temperature display of the sorin heater-cooler system 3t showed incorrect temperature values on the patient side. This issue was discovered by a sorin representative during repair and therefore there was no patient involvement. The service representative discovered that the temperature probe connections were dirty. The connections were cleaned and the unit was tested. No further issues were found and the unit functioned according to specification. The unit was released to the customer. No trend has been identified for this type of issue. Sorin group (B)(4) will continue to monitor the market for trends related to this issue. Evaluated on site by sorin service rep.